Manufacturer narrative:
Product return date is unknown. This MDR is being submitted as part of a batch submission of previously closed service orders that were reclassified as complaints; discovered as part of a retrospective remediation review.

Event description:
It was reported that the speaker had no audio during bench repair. The device was not in use at the time of the event.